Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the dilator was pinched at the end. During an atrial fibrillation (a fib) procedure, a faradrive was selected for use. However, the sheath for the transeptal puncture was found to be defective upon removal from the packaging. The dilator was pinched at the end, posing a risk of plastic loss, and the light was obstructed, making guide insertion impossible. Consequently, the sheath had to be replaced. The procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.